Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 test kit performed on unknown date. Repeat testing (x2) was performed on the same day and on the next day and generated negative results. The customer stated the patient was asymptomatic. The customer stated that the patient had covid-19 a year ago and tested negative subsequently. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported conflicting results with the ID now covid-19 test kit performed on (B)(6) 2023. Initial test was positive. Repeat testing (x2) was performed on the same day and on the next day and generated negative results. The customer stated the patient was asymptomatic. The customer stated that the patient had covid-19 a year ago and tested negative subsequently. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 test kit performed on unknown date. Repeat testing (x2) was performed on the same day and on the next day and generated negative results. The customer stated the patient was asymptomatic. The customer stated that the patient had covid-19 a year ago and tested negative subsequently. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.